Manufacturer narrative:
Severely stripped battery cap coin slot noted. Unit received with blank display due to severely corroded battery tube noted. Unable to perform displacement test, operating currents meas. And off no power test due to blank display. Unable to verify low battery alert due to blank display. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump had low battery life, and they are unable to remove the battery cap. No significant event leading up to the incident was mentioned.